Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After performing pre-dilation with a 2.0 non-bsc balloon catheter, a 3.00mmx16mm synergy¿ drug-eluting stent (des) was advanced and failed to cross the lesion. It was then noted that the stent was damaged. The device was removed and multiple dilatations were performed to the lesion. A 3.0x20mm synergy¿ des was then implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was found to be within the maximum crimped stent profile specification. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After performing pre-dilation with a 2.0 non-bsc balloon catheter, a 3.00mmx16mm synergy¿ drug-eluting stent (des) was advanced and failed to cross the lesion. It was then noted that the stent was damaged. The device was removed and multiple dilatations were performed to the lesion. A 3.0x20mm synergy¿ des was then implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.